Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. There were scratches and dents on the surface of the device. The connector was corroded. There was no report that the device was used during a procedure while this event occurred. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the inappropriate reprocessing by the user. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection, olympus repair center found that foreign material was exited out from the channel of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.